Event description:
The manufacturer received information alleging a melted battery in a simplygo device. There was no allegation of serious or permanent harm or injury. There was no report of smoke or fire. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.